Event description:
It was reported by the company rep that two caregivers were finishing giving the individual a bath with the individual on the balero bath trolley. One of the screws that secure the side support stroke off of the unit; the side support powered at which time the individual rolled over and fell off of the trolley.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Ref. Imp# (B)(4).